Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 70 mg/dl. Tandem technical support reviewed pump data and found that the customer's pump basal rate was entered incorrectly. The pump basal rate was set to 7.25 units of insulin per hour and should have been 0.725 units of insulin per hour. Tandem technical support guided the customer through adjusting the pump basal rate. Customer ate ice cream to address bg level of 70 mg/dl.